Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was ¿high¿, however, a specific bg value was not provided. A bolus was delivered to address bg level. The customer reverted to an alternate method of insulin therapy.